Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the end of the fiber broke inside the patient. The fiber tip was recovered. The fiber was replaced and a second fiber was used without clinical consequences to the patient.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap was detached and not returned for analysis; therefore, the reported event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to connect the tubing from the sterile saline for irrigation solution to the endoscope luer lock connector. Elevate the saline solution to ensure proper flow. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the end of the fiber broke inside the patient. The fiber tip was recovered. The fiber was replaced and a second fiber was used without clinical consequences to the patient.